Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, testing was performed and revealed the device was not functioning properly. Rpm below specification was found resulting in slow performance. A thin hose was reported. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
It was reported that the device was not performing properly. (B)(4).